Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states the tip of the tube was in the jejunum and then slipped back into the stomach. Then the tube was pushed back into the jejunum again. The placement was difficult because there was no endoscopy performed, only x-ray control during placement. The position of the tube was corrected via x-ray. The tube was not removed. There was no harm to the patient and no medical intervention required.

Manufacturer narrative:
Submit date: 06/03/2016. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. The process to manufacture the device was running according to the defined parameters and specifications. The products met the corresponding quality acceptance criteria. The production personnel were notified about the reported issue. A corrective action is not deemed necessary at this time. Covidien will keep monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.